Event description:
The initial reporter alleged discrepant results for two blood donor samples tested with the elecsys hbsag ii assay on the cobas e 801 module. Both samples were tested and yielded positive results for hbsag ii (patient 1: 14.8 coi, patient 2: 1.80 coi) and hbsag confirmatory testing. Additionally, both samples were positive for hepatitis b virus (hbv) dna by polymerase chain reaction (pcr). Follow-up samples collected approximately one week later, on (B)(6) 2024, were tested and found negative for hbsag ii, hbsag confirmatory testing, and hbv dna. Blood grouping confirmed that the follow-up samples were from the same donors. The customer repeated the measurements on a different instrument (lina d) and obtained similar results, supporting the conclusion that the follow-up negative results were correct.

Manufacturer narrative:
The reported event occurred on a cobas e 801 module (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within specifications. The analysis of calibration and quality control data confirmed that all results were within expected ranges. The follow-up negative results were consistent across different instruments, excluding an instrument-related issue. The root cause could not be definitively determined as patient sample material was not available for further investigation. However, the positive results from the initial samples were most likely related to pre-analytical factors, such as potential contamination during sample handling. The device remains in operation at the customer site.